Event description:
Additional information showed the patient was still having problems with their device. It was stated the patient's device would work at the hcp office, but the patient would lose therapy when returning home.

Event description:
It was originally reported that the pt experienced never having therapeutic benefit since implant. Follow-up info received indicated that the cause of the event was a fall and hematoma over the neurostimulator site (details not provided), the physician removed the device and transferred to the other side in the pt. The pt outcome from this procedure was reported as recovered without sequelae. Further info received reported that the pt still had concerns with their device. The pt had a follow up appointment with their physician on (B)(6) 2011. If add'l info is received, a follow up report will be sent. See also MFR report number: 3004209178-2011-08793.

Manufacturer narrative:
(B)(4).